Manufacturer narrative:
Initial.

Event description:
It was reported that the pump connector reportedly cracked in half while the user rolled over the pump on a couch, with the broken connector initially remaining flush in the pump and a cartridge still attached; the user subsequently removed the fragment, replaced supplies, primed tubing to visible drops, and reconnected without leakage. Symptoms included no adverse clinical effects. Outcomes included continued pump use after supply change without reported emergency care or hospitalization. Investigation included customer service troubleshooting and user-directed replacement of disposable components. Investigation of this case revealed a broken external connector consistent with mechanical damage from external pressure, with no evidence of fluid leak or pump malfunction after replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-applied mechanical stress to the connector.